Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse remotely evaluated the device and assisted the customer in completing the operational test, which the device passed successfully. The device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The device functions within its specifications.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the quality inspection of the power supply has not passed. There was no patient involvement.